Manufacturer narrative:
Corrected: brand name. Additional: device available for evaluation?, if follow up, what type?, device evaluated by MFR?, evaluation codes. Failure analysis (fa) lab received a vela blender module. Fa examined and installed into a known good vela unit. Fa found that "high fio2%" - reading 90% and they could not recalibration at 50 psi. The problem was traced to a "bad the pressure transducer". This transducer is located at pt1 of pcba. Fa duplicated the "pressure inaccuracy" complaint allegation. A defective pressure transducer. The vela blender module was scrapped.

Event description:
The customer reported that while in patient use the ventilator o2 inlet was low. The patient was removed from the ventilator and placed on another ventilator. No patient harm.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and replaced the blender to fix the reported issue. The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer. (B)(4). This complaint was determined to be reportable per the revised procedures.